Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was damaged. The patient stated that there was a tiny hairline fracture that caused a little leak of iodine. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: 05/16/2018- 05/25/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.